Manufacturer narrative:
Additional narrative: patient initials are (B)(6). Patient weight is unknown. Device is an instrument and is not implanted or explanted. Product investigation summary: it was reported that the handle of a titanium elastic nail inserter (part 359.219 / lot 9452140) failed intra-operatively. Additionally, it was noted that a universal t-handle (part 393.10 / lot 8644204) had a broken handle. The returned devices were examined and the complaint conditions were able to be confirmed in each instance. A visual inspection, functional test, and drawing review were performed as part of this investigation. No product design issues or discrepancies were observed. This complaint is confirmed. A device history review was performed for the returned instruments' lot numbers with no material record reports, non-conformance reports, or complaint-related issues identified that could have contributed to the complaint conditions. The universal chuck t-handle (393.10) is extremely versatile, having been mentioned in over 30 synthes technique guides. It is utilized in a large number of procedures including: knee, pelvis, schanz screw insertions, tibia, femur, and removal of broken nails. There are two of these instruments in many graphic cases. The returned instrument was examined and the complaint condition was able to be confirmed as the handle was fractured transversely distal to the weld connecting the longitudinal and latitudinal portions of the t-handle. The chuck was found to function as intended. The handle shaft was found to be bent and the top of the handle shows significant witness marks consistent with impaction. The relevant drawings for the returned instrument were reviewed: top-level. The design, materials, and finishing processes were found to be appropriate for the intended use of these devices. No service history was able to be reviewed as the device is lot/batch controlled. No definitive root cause was able to be determined; however, the failure modes are typically associated with rough use/handling. During the investigation, no product design issues or discrepancies were observed that may have contributed to the complaint condition. Service history record review: no service history review can be performed as part 393.10 with lot(s) 8644204/(B)(4) is a lot/batch controlled item. The release to warehouse date was july 22, 2014. The service history review is unconfirmed. Device history record review: manufacturing location: (B)(4)- manufacturing date: october 3, 2013. No non-conformance reports were generated during production that would contribute to the complaint condition. The review of the device history record shows that there were no issues during the manufacture of the product that would contribute to the complaint condition. Lot 8644204 matches with component (B)(4), which is the t-handle component for part 393.100 (universal chuck w/t-handle) and was manufactured in (B)(4). Device used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
It was originally reported that a patient underwent an open reduction internal fixation (orif) procedure of the right humerus on (B)(6) 2016. The surgeon planned to treat the patient with a titanium elastic nail (ten) system. As the surgeon was inserting the ten nail, the blue plastic portion of the handle reportedly cracked. Additionally, it was noted that the weld of the set¿s t-handle was cracked. Another t-handle was available to complete the surgery. No fragments were generated; the surgery was completed successfully with a delay of less than ten (10) minutes. During the investigation, which was completed on june 8, 2016, it was noted that the devices were actually broken. As a result, the parts were re-assessed and determined to be reportable. This report is 2 of 2 for (B)(4).